Event description:
The account alleges that during a dialysis procedure on a 45yo male patient, a long-term hemodialysis catheter in the patient's right neck was fixed in place. The catheter end was used to withdraw fluid smoothly for preparation of dialysis. There was a noted crack in the threads opening at the arterial end, about 1cm. The withdrawal of fluid was smooth and accompanied by continuous air bubbles. This was immediately reported to the physician on duty. The physician wanted to seal the patient's tube for continued use and eventually replace the catheter when possible. No injury of the patient to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and similar complaints were identified.